Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had two failed defibrillation threshold (dft) test during implant, and one additional test the following day. Two subsequent shocks succeeded. Reprogramming was performed to reverse polarity of the right ventricular (rv) lead. In addition, farfield oversensing was noted on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. This behavior continued up to the date of the report. Technical services (ts) recommended reprogramming and sensitivity adjustments. No adverse patient effects were reported. This ICD remains in service.